Manufacturer narrative:
The device was manufactured from february 26, 2020 - february 27, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a regional anesthesia infusor overinfused after use of the device. It was further reported that the speed that was set in the pump was not respected in the administration of the drugs, it was carried out in less than 12 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.